Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to headaches, breathing issues. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to headaches, breathing issues. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal and external visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of white and black contamination (salt-like in size) at the air input of the blower box, light dust-like contamination on top of the blower motor and the blower motor seal, black contamination at the air outlet of the blower box which is consistent with keratin, tiny unknown black and white specs of contamination on the bottom the blower box, a few tiny pieces of potential hair or fiber in the bottom of the blower box. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's downloaded event log was reviewed by the manufacturer. The manufacturer found 0 error logged. The manufacturer concludes there was evidence of multiple contamination from the device. The manufacturer found no evidence of sound abatement foam degradation/breakdown.